Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had a no delivery alarm. Customer has been using syringes since they had an issue with the pump having no delivery alarms. Customer's blood glucose was 6.9 mmol/l. Customer was asked to attach the plunger and push insulin out but nothing came out. Customer was advised to use a new set but the same reservoir. Customer stated that there was a little resistance but the insulin did exit. Customer tried again and the insulin exited easily. Customer filled the tubing and the pump alarmed no delivery. Customer tried a new reservoir and the pump did not alarm. Customer stated that he does not use a serter. Customer stated that the cannula was not bent. Through troubleshooting it was explained that it could be an issue with the site and scar tissue, not the insulin pump. Customer stated that he does have some scar tissue. Customer was advised to try the serter and to return the reservoirs.